Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 188 mg/dl at the time of the incident. Customer was able to clear and rewind the insulin pump. The customer also state that alarm was recurred during normal used. The customer was advice that the pump will need to be replaced. Advice to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly to interface board. Unable to verify unexpected restart error alarm due to blank display noted.